Event description:
It was reported to philips that there was no image on the monitor in the exam room. The device was inside of clinical use at the time of event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the flexvision pc and hard disk drive. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not booting up and the software did not load. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. The flexvision pc has been returned for analysis and an issue with internal communication for flexvision pc was confirmed. However, after replacement of the flexvision pc the issue has been resolved and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.